Event description:
The facility reported an infusion pump that turned off by itself during biomed testing. The hosp rep stated they have no record of any pt incident since the last baxter service event.